Event description:
Upon drawing blood from patient's central line, 2 small cracks noted in the tego cap connected to the red lumen upon flushing the tego cap. Small leakage did come out of tego cap upon flushing, in which the 2 small cracks were noted. There have been a series of 5 tego connector d 1005 caps that broke at the site on the cap where the tego cap connects to the swabcap in a period of about 2-3 weeks.